Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was ketamine medication error. The medication was programmed via interoperability however was then modified to a fixed rate of 2 mcg/kg/min. It had been previously infusing at a too high rate of 4mcg/kg/min. Clinician charted three administrations of the too high rate of 4mcg/kg/min via barcode scanning. Customer would like a log review to interpret if any alerts were overridden. There was no patient harm. It was further reported from the customer that the devices were not sequestered in the event. During preliminary review of the all infusion report data by bd manufacturer representative, it was noted the clinician initially scanned the medication to program at 2mcg/kg/hr however then manually changed the rate to 4mcg/kg/hr. This rate is within the guardrails limit and there wasn¿t any interoperability mismatch message since it was manually programmed.